Event description:
Caller states that a patient reportedly received the following results on an aviva meter, compared to a lab result, within 10 minutes: 138 mg/dl (aviva) and 519 mg/dl (lab). No adverse event reported. Return of the suspect device was requested for evaluation.